Event description:
It was reported by the patient's family that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately nine months after implantable cardiac defibrillator replacement. It was further reported by the family that the patient had received therapy days before passing away. The cause of death has been requested and not received.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a fracture of the defib conductor (overstress), the outer insulation was breached cut, had a white substance and a cosmetic depression; the lead was stretched and there was apparent explant damage. The lead was returned with both the right ventricular and the super vena cava defib cables fractured. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, was breached cut and had cosmetic depression; there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the inner insulation was pulled apart (overstress), the outer insulation had cosmetic depression, the lead was stretched and there was apparent explant damage.